Event description:
The pump was reported to overinfuse. A bag of an unknown solution used for hydration with 193 ml remaining was programmed to infuse at a rate of 100ml/hr. The entire bag emptied in just 12 mins. No pt injury resulted.